Event description:
The advocate stated the customer's blood glucose was tested using his contour meter and the reading was around 235 mg/dl. His glucose was retested using another meter and that reading was around 115-135 mg/dl. If the comparison reading was between 115-123 mg/dl, the difference between readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have any of the customer's products with her at the time of the call, so it was not possible to troubleshoot or gather any product information. No products will be returned at this time.

Manufacturer narrative:
It was not possible to determine the meter manufacture date without the serial number.